Event description:
Facility nurse alerted pharmacy that cadd prizm pump was alarming "cassette damaged". Pharmacy nurse attached different cassette, pump continued to alarm "cassette damaged". Pump re-programed, continued with same alarm. Pump removed from facility and returned to MFR for evaluation and repair. Sims deltec reported the mother board was damaged. This pump had never been used prior to this incident. MFR indicated that pump was probably borderline defective at time of mfg.